Event description:
I received the orthovisc shot on (B)(6) 2010. I received it as an alternative to surgery that I may have to go through on my knee. At the time the product was being injected I felt no pain or immediate discomfort. However, immediately following the shot when I was leaving the doctors office, I ended up passing out in the office and falling face first to the floor. Also later in the hosp, I felt a tingling sensation in the leg that I received the shot. Severe headaches as well as shortness of breath and fast racing heart beat. I required plastic surgery on my nose as well as (B)(6) medical bills as a direct result. Dates of use: (B)(6) 2010. Diagnosis or reason for use: 2 prior knee surgeries this was to prevent another surgery.